Manufacturer narrative:
The subject device was returned to omsc for evaluation. As the result of evaluation, there was a mark on the non-insulated part which contacted with the probe tip and the ptfe pad was partial worn and torn (no parts missing). In addition, the coating on the outer surface of the jaw was rubbed and peeled off. The manufacturing history record was reviewed, with no irregularities noted. This type of event is most likely related to the operator¿s technique. It is estimated that the error was seal & cut short circuit error (error code:u508) or seal short circuit error (error code:u511). Also, it is assumed that the seal & cut short circuit error or seal short circuit error occurred as the following mechanism. The ptfe pad was partially worn since the user activated output in seal & cut mode while the grasping section was closed without contacting tissue (including after tissue is cut off) or the user grasped tissue and twisted the grasping section. The non-insulated part contacted with the probe tip because the ptfe pad was partially worn. The seal & cut short circuit error (or seal short circuit error) occurred since the user output in seal & cut mode while the probe contacted with the non-insulated part, and then the contact mark occurred. Moreover, the peeling of the coating is considered to have occurred because the operator tried to scrape the grasping section, metal-exposed area around it and the probe tips with a sharp object such as a scalpel or the tip of tweezers. The instruction manual of the device has already warned as follows; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. Do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, positioning the tissue, twisting the shaft, or rotating the rotation knob. Manipulate and isolate the targeted tissue with another instrument, grasp the targeted tissue with the thunderbeat instrument, and then activate. Otherwise, it may cause the deforming/splitting/protruding of tissue pad or a scratch on the probe tip by interference with the other parts, which could result in the probe tip breaking and falling off inside the body cavity. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. If the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.

Event description:
An error occurred and the subject device could not be used two hours after the doctor started to use the device. No patient injury was reported. No information other than the above was reported. When the device was evaluated on (B)(6) 2017, it was found that the coating on the outer surface of the jaw was rubbed and peeled off.